Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment; therefore, the reported cuff miss could not be confirmed. The posterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by damaged posterior needle barb and bent and flattened posterior cuff tabs. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. It was reported that the device was not kept at a 45 degree angle. The proglide instructions for use states, do not insert the perclose proglide smc device into the femoral artery at an angle greater than 45 degrees. Based on visual and functional analysis of the returned device, the probable cause for the posterior cuff-to-needle tip detachment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide, with a 6fr sheath, after a coronary interventional procedure. Reportedly, a cuff miss occurred, the device was not kept at a 45 degree angle. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. The proglide instructions for use states: do not insert this device into the femoral artery at an angle greater than 45 degrees. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that calcification was noted in the left common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.